Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis with subsequent hospitalization. There are no culture results to confirm the type of bacteria. Based on the available information the origin of the peritonitis cannot be concluded. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 for an infection related to pd therapy. Upon follow up with a peritoneal dialysis registered nurse (pdrn) at the patient¿s pd clinic, it was reported that the patient was seen in the pd clinic on (B)(6) 2019. The patient¿s white cell count was normal and the patient did not report any symptoms. On (B)(6) 2019 the patient presented to the emergency room (ER) for unknown signs/symptoms. The patient was admitted to the hospital on (B)(6) 2019 and diagnosed with peritonitis. The patient¿s pd effluent culture results were not available. The patient was treated with antibiotics (type, route, dose, frequency and duration unknown). The patient was discharged (B)(6) 2019.